Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to deploy and adhere to the patient's esophagus during procedure due to inadequate suction. A second capsule needed to be prepared and calibrated was deployed properly and the procedure was continued and the repeat procedure happened on the same day of the first procedure. There was no patient harm and the defective device was discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.